Event description:
It was reported that during a procedure to implant a stent graft in forearm av graft, the device was difficult to deploy and the catheter fractured approx 8 inches from the tuohy once at the intended site. The stent was being implanted for pseudoaneurysm in a forearm av graft. An 8 f sheath and a 0.035 glide wire were used for the procedure. The approach was through the venous side and then a 180 degree turn to the arterial side. The doctor had no difficulty advancing to the intended site, but it was only when he started to deploy the stent, that he felt resistance. The device was deployed and there was no reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. Sample was returned and evaluated. The safety clips were missing. The tb adapter and 2-way stop cock were open. The stent graft was partially released for 15. The inner catheter and filling material protrude 20 mm from the tip. Two struts of the distal end of the stent graft were bent and had perforated the coating. The outer sheath was torn off at the catheter reinforcement and elongated in the area of the tear off. The result of the investigation is confirmed. Based on the info available, the root cause could not be determined. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as description in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.